Event description:
Discordant high troponin (tni ultra) and intact parathyroid hormone (ipth) results were obtained with patient samples on an advia centaur analyzer. The discordant results were released to the physician, who questioned the results. The samples were subsequently retested on the same system, and also on another advia centaur analyzer. The qc results were within range on the day the samples were tested. There were no known reports of patient treatment being altered, or delayed due to the discordant tni ultra and ipth results. There were no known reports of adverse health consequences due to the discordant tni ultra and ipth results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site for instrument evaluation. After evaluating the instrument, the fse noticed that the wash 1 aspirate probe assembly was malfunctioning. The pinch valve for the wash I aspirate probe was sticking, and the tubing to the wash I aspirate probe was damaged. The fse replaced both the pinch valve and the tubing for the wash 1 aspirate probe. The fse also proactively calibrated all the reagent probes and the sample probe. The customer then ran calibrators and qc materials. The qc results were within range. The fse concluded that the cause of the discordant tni ultra and ipth results was due to the malfunctioning wash 1 aspirate probe assembly. The instrument is performing according to specifications. No further evaluation of the system is required.